Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v915103, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient never having therapeutic effect. The patient had therapy for "frequency" and the therapy does help that symptom. The patient had concerns regarding if interstim could help her urgency symptom. The patient had not told her doctor about the urgency symptom. The patient's frequency symptom was being helped by the stim but there are times where she will go to the bathroom 2 times in 1 hour. Those times are not as frequent but they happen from time to time. The following symptom was noted; sudden urgency to urinate. The patient had always had the frequency with the urgency but the focus in treatment was always on the frequency. The patient could now go up to 2 hours without going to the bathroom which was a definite improvement. It was also noted that the patient was getting treatment for psoriasis: having uvb light treatment today. The patient was still having concerns with their device or therapy but had not sought further help. It was noted "very disappointed in usage". It was reported the patient had had stimulation off for four months. They did not know they could turn stimulation on themselves. The patient had problems and tried something else. Therapy had not been consistent. The alternative therapy did not work, so they wanted to turn stimulation on again. It was reported the patient had never had therapeutic effect. They had two bladder infections in the last three months. The patient was prescribed antibiotics. Stimulation was off until two or three prior to call. The patient also experienced an increase in bowel frequency.